Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: 'it moves',,'), pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in a 35-year-old female patient who had essure (batch no. 663252) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, allergy, menometrorrhagia, multiple cesarean sections (1994 & 2007), spontaneous abortion, termination of pregnancy and pap smear abnormal. In 2009 essure confirmation test was done: type of test: - unknown. Previously administered products included for an unreported indication: iron pills. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), hostility ("hormonal changes describe: became 'mean'."), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"), migraine ("migraine"), headache ("headache"), nausea ("nausea") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy (partial) and partial hysterectomy). Essure was removed in (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, hostility, vulvovaginal mycotic infection, migraine, headache, nausea and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, device dislocation, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, headache, hostility, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-jul-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: 'it moves'), device breakage ('device breakage') and pelvic pain ('pain') in a 35-year-old female patient who had essure (batch no: 663252) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, allergy, menometrorrhagia, multiple cesarean sections (1994 & 2007), spontaneous abortion, termination of pregnancy and pap smear abnormal. In 2009 essure confirmation test was done: type of test: unknown. Previously administered products included for an unreported indication: iron pills. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), hostility ("hormonal changes describe: became 'mean'."), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"), migraine ("migraine"), headache ("headache"), nausea ("nausea") and abdominal pain upper ("stomach pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial) and partial hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, device breakage, female sexual dysfunction, hostility, vulvovaginal mycotic infection, migraine, headache, nausea and weight increased outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain upper had resolved. The reporter considered abdominal pain upper, device breakage, device dislocation, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, headache, hostility, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-dec-2019: pfs received. Reporter information updated. New events: device breakage, weight gain were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: 'it moves',,'), device breakage ('device breakage') and pelvic pain ('pain') in a 35-year-old female patient who had essure (batch no. 663252) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, allergy, menometrorrhagia, multiple cesarean sections (1994 & 2007), spontaneous abortion, termination of pregnancy and pap smear abnormal. In 2009 essure confirmation test was done: type of test: - unknown. Previously administered products included for an unreported indication: iron pills. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), hostility ("hormonal changes describe: became 'mean'."), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"), migraine ("migraine"), headache ("headache"), nausea ("nausea") and abdominal pain upper ("stomach pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial) and partial hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, device breakage, female sexual dysfunction, hostility, vulvovaginal mycotic infection, migraine, headache, nausea and weight increased outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain upper had resolved. The reporter considered abdominal pain upper, device breakage, device dislocation, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, headache, hostility, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Lot number:663252, manufacturing date:2009/07, expiration date:2012/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: 'it moves',,'), pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) year-old female patient who had essure (batch no. 663252) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, allergy nos, menometrorrhagia, cesarean section (1994 & 2007), spontaneous abortion, termination of pregnancy and pap smear abnormal. In 2009 essure confirmation test was done: type of test: unknown. Previously administered products included for an unreported indication: iron pills. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), hostility ("hormonal changes describe: became 'mean'."), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"), migraine ("migraine"), headache ("headache"), nausea ("nausea") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy (partial) and partial hysterectomy). Essure was removed in (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, hostility, vulvovaginal mycotic infection, migraine, headache, nausea and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, device dislocation, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, headache, hostility, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2019: plaintiff fact sheet and medical records received. Lot number newly added. Events: pain, abnormal bleeding (general), abnormal bleeding vaginal, menorrhagia, apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), hormonal changes describe: became 'mean', infection (bladder/ urinary tract/vaginal) type: yeast infections, malposition of essure device location of device: 'it moves', migraines, headaches, nausea, abdominal pain upper were newly added. Reporter information updated. Patient demographic information updated. Product indication female sterilization updated. Other relevant history and patient notes updated. Essure start date and stop date newly added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.